Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Suspected cause was due to having a carbohydrate ratio setting that was too low. Customer drank juice to address bg. Customer updated the carbohydrate ratio setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.